Manufacturer narrative:
Initial reporter facility name: (B)(6) university. Device code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, the handle cannula was found broken. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, the handle cannula was found broken. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (b)(6 hospital. Block h6: device code a0401 captures the reportable event of handle cannula break. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection noted that the handle cannula was detached. Under magnification, it was noted that the handle cannula has drag marks of the fastening screws. Both screws have a flat tip. Dimensional inspection noted that the side car rx is push back approximately 5.0 mm which is out of specification. The depth and length of the screws were measured and found the length of the screws were less than the minimum tolerance. The reported event was confirmed. Based on all available information, it was determined that the most likely cause is attributable to the supplier of the screws. Due to the condition of the screws, the proper fastening was not given. So the force applied when activating the device causes the detachment of the handle cannula leaving screw drag marks. Therefore, the most probable root cause for the problem of handle cannula detached is manufacturing deficiency; an investigation is underway to address this problem. The side car rx pushed back could have been caused as consequence of the manipulation or the detachment of the handle cannula during the preparation. Therefore, the most probable root cause for this failure found during analysis is adverse event related to procedure. A review of the manufacturing documentation for this reveled that no anomalies or deviations related to the event occurred during manufacturing.